Event description:
Caller reported receiving a message indicating a lost connection with the pump on their mobile app. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to place the pump on the charging pad and hold the pump button for five seconds, which resolved the issue of the pump being off. Caller successfully paired the pump with the mobile app, although the reason for the pump's shutoff is still unknown, and technical support will continue troubleshooting.